Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, only the distal portion of the lead was returned in one-piece with the helix retracted and clogged with blood/tissue. Final analysis found no anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-15865it was reported that the patient's atrial lead and right ventricular lead exhibited high capture thresholds. It was found that both leads were dislodged. The leads were explanted and replaced. The patient was stable.